Event description:
On (B)(6) 2003, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2010, the patient was treated for a proximal type I endoleak with a medtronic talent aortic cuff. The procedure was successful, and the patient is doing well.

Event description:
The user compared patient sample pco2 results from the cobas b221 analyzer to the results from two nova analyzers and an I stat analyzer. Of the data provided, the results for 52 samples were discrepant. All results are in mmhg. All results listed are the cobas b221 result followed by the result from the nova analyzers. Sample 1: 46, 38, 40. On (b) (5) 2010, sample 2: 42, 33, 35. On (B) (6) 2010, sample 3: 38, 30, 32. On (B) (6) 2010, sample 4: 34, 27.8, 27.8. Sample 5: 46, 37.8, 44.8. Sample 6: 49.5, 39.3, 39.3. Sample 7: 55.5, 45.9. On (B) (6) 2010, sample 8: 45.7, 36.4, 38. Sample 9: 63.8, 60.1, 54.3. Sample 10: 57.8, 48.1. Sample 11: 58.4, 49.1. Sample 12: 42.8, 34.3. Sample 13: 72.3, 3.6, 58.7. Sample 14: 63.8, 54.3, 60.1 (I stat). On (B) (6) 2010, sample 15: 51.1, 41.7, 40.8. Sample 16: 50.4, 40.9, 41.9. Sample 17: 59.6, 50.0, 51.0. Sample 18: 33.3, 27.2, 27.3. Sample 19: 85.5, 76.1, 67.1. Sample 20: 54.5, 45.5, 42.6. Sample 21: 39.0, 29.9, 30.6. Sample 22: 52.1, 44.2, 40.8. Sample 23: 53.4, 46.4, 44.1. Sample 24: 41.9, 32.4, 32.0. Sample 25: 34.4, 27.9, 27.8. Sample 26: 54.3, 45.9, 43.8. Sample 27: 44.3, 34.4, 34.0. On (B) (6) 2010, sample 28: 45.0, 37.3, 36.6. Sample 29: 52.8, 46.4, 44.5. Sample 30: 43.2, 35.9, 35.5. Sample 31: 43.1, 34.2, 37.4. Sample 32: 57.1, 48.3, 50.8. Sample 33: 42.0, 35.5, 33.7. Sample 34: 43.9, 36.5. Sample 35: 47.5, 40.0, 38.9. Sample 36: 53.4, 44.5, 44.3. Sample 37: 38.7, 32.7, 32.5. Sample 38: 72.9, 61.5. Sample 39: 66.4, 57.6. Sample 40: 55.6, 47.9. Sample 41: 45.0, 35.8, 35.6. Sample 42: 65.8, 57.2. On 3/8/2010, sample 43: 56.2, 45.2, 48.6. Sample 44: 35.8, 28.6, 29.8. Sample 45: 46.8, 38.1. Sample 46: 37.9, 31.0, 31.0. Sample 47: 48.8, 40.7, 42.1. Sample 48: 64.7, 55.7, 56.8. On (B) (6) 2010, sample 49: 52.0, 42.6, 43.7. Sample 50: 42.3, 34.2, 42.3. Sample 51: 51.3, 41.1, 44.1. Sample 52: 71.1, 57.7, 60.0. None of the results were reported as the samples were tested for comparison only. The field service representative could not find a problem with the analyzer. He verified the analyzer operation by running calibrations, qc and proficiency material which passed.

Manufacturer narrative:
Based on the data provided, quality controls were within specified ranges. The field service representative did not find a problem on the device. The pco2 electrode as well as the device worked according to specifications. It was determined the pco2 results measured on cobas b 221 system were correct and correlated well with a third instrument, I- stat. The root cause of the deviation in pco2 results was related to the nova instruments and not to the cobas b 221 system. The customer sent sample data to nova and they formulated correlation factors to enter into the nova instruments. Since entering the correlation factors, all of the instruments were comparing. The customer was satisfied with the way the cobas b221 instrument was reporting the pco2 results and there have not been further discrepancies.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.